Event description:
De boodt h, pardon h-e, gellens p, maleux g, marrannes j. Balloon-assisted transcaval embolization of a type ii endoleak associated with an aortocaval fistula after endovascular aortic repair. Journal of vascular surgery cases and innovative techniques. 2020;6(3) :447-449. Doi:10.1016/j.jvscit.2020.06.014 medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to describe the case of a patient with type ii endoleak after endovascular aortic repair for infrarenal aortic aneurysm associated with aortocaval fistula and persistent aneurysm growth. The following intra- or post-procedural outcomes were noted: - pulling back of the microcatheter and deflated occlusion balloon was complicated by intracaval backflow of minor fragments of onyx. However, there was no clinical relevance, and in particular no signs of pulmonary embolism.

Manufacturer narrative:
De boodt h, pardon h-e, gellens p, maleux g, marrannes j. Balloon-assisted transcaval embolization of a type ii endoleak associated with an aortocaval fistula after endovascular aortic repair. Journal of vascular surgery cases and innovative techniques. 2020;6(3) :447-449. Doi:10.1016/j.jvscit.2020.06.014. F information is provided in the future, a supplemental report will be issued.